Manufacturer narrative:
Device evaluation: visual inspection of the returned product showed no visible damages present on the nail and it was partially distracted. X-ray images of internal components revealed a broken radial bearing. The nail was functionally tested and was unable to distract and retract with the erc and high-speed magnet. Sectioning of the nail confirmed that the radial bearing was broken at the outer race and noted the presence of corrosion. As a part of the investigation the product's work order was reviewed and confirmed the device passed all inspections and met all specifications. The root cause was unable to be determined. Device records review: review of the device history records indicated that unit met all quality specifications and release criteria prior to release.

Event description:
No additional event information.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that the nail failed to lengthen when testing during implantation. There was no report of patient impact.